Manufacturer narrative:
The reported events of a separation failure and difficult to insert were confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis found the right ventricular shock coil to be stretched and severely damaged. The cause of the reported event was attributed to procedural damage. No further anomalies were detected.

Event description:
It was reported that during the insertion of the right ventricular (rv) lead, the lead encountered difficulty inserting into the catheter. Attempts to slit the catheter were not successful. The rv lead became stuck and could not be separated from the delivery catheter. Ultimately, the rv lead was successfully replaced on (B)(6) 2025. The patient remained stable.